Event description:
It was reported that the patient presented in the emergency room with the device in back-up vvi mode. The patient was in atrial fibrillation and received inappropriate hv therapy. The device was reprogrammed and the patient was discharged.